Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 4076 implantable pacing lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient called to report the pacemaker is not working and was at the doctor office. Follow up was attempted and no further information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.